Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on (B)(6) 2016, from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and forwarded to bayer on the day of essure insertion, it was reported: placement painful, device insertion complication, dizzy at device insertion, and nauseous at device insertion. Also on 15-oct-2014 it was reported that the consumer had to stay for one night, fainted. After that, on an unspecified date the consumer experienced arthralgia (pain), allergic complaints in eye, tiredness, swollen abdomen, and dry throat. Treatment was not performed and was not planned. Consumer outcome was unknown. Follow-up information received via regulatory authority in (B)(6) on 11-mar-2016 from consumer and forwarded to bayer 04-aug-2016: consumer has nickel allergy. Consumer also reported problems with daily tasks. Treatment planned included removal of essure. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to stay for one night, fainted. Essure removal was planned. This event is serious due to hospitalization and listed in the reference safety information for essure. Fainting or vasovagal response may occur on the day of the procedure. In this case, consumer experienced this event on the same day of essure insertion. Based on this information and considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: syncope. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to stay for one night, fainted. Essure removal was planned. This event is serious due to hospitalization and listed in the reference safety information for essure. Fainting or vasovagal response may occur on the day of the procedure. In this case, consumer experienced this event on the same day of essure insertion. Based on this information and considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.